Event description:
Upon placing head pins into cranial bone, physician was concerned about the pathological bone condition of patient. After pinning, md was concerned of potential skull injury to patient. Patient was taken to CT scan to evaluate skull via radiology or procedure cancelled by md from CT scan due to results of CT scan.